Event description:
During patient care, the patient's bed tilted to the left side and the wheel on the left side of the bed was noted to be broken. Two certified nursing assistants held the bed up until the patient was transferred to a new bed.